Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.5mm-3.75mmx36mm-38mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.00x38mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion. After withdrawal, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. E1 - intial reporter facility name: (B)(6) promus element, mr, ous 3.00x38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the 3rd and 4th rows proximally from the distal end of the stent lifted from their crimped position. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.5mm-3.75mmx36mm-38mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.00x38mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion. After withdrawal, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.